Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed inappropriate automatic mode switch due to far r oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable.